Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported that after a routine change, the newly placed tracheostomy tube was in the patient for less then ten hours before they had to change it due to a leak. The leak was discovered due to a hissing sound. The leak is believed to be in either the pilot or the tube. The cuff was pre-tested with 20cc of air.